Event description:
The reporter stated that the surgeon was using a competitor's lens in a msi-pf injector and the haptic tore. This was prior to insertion so no pt contact.

Manufacturer narrative:
Eval: method- lot number search. Results: (other) - an injector lot number search was performed for similar complaints within the search and there were six similar complaints. A cartridge lot number search was performed for similar complaints within the search and there were two similar complaints.